Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, recurrence, dyspareunia, neuromuscular problems and interstitial cystitis. It was reported that the patient experienced pelvic pain, mesh erosion, cystocele and interstitial cystitis and underwent excision of mesh in anterior compartment, uterosacral vaginal vault suspension, cystocele repair, rectocele repair, enterocele repair, cystoscopy and bladder biopsies on (B)(6) 2011. The patient underwent cystoscopy, hydrodistention, bladder biopsies and extensive fulguration with placement of lidocaine and bicarb (as written) on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse, cystocele, rectocele. It was reported that the patient had the concurrent procedures of a laparoscopic total hysterectomy, lysis of adhesions, laparoscopic uterosacral plication, anterior and posterior repair performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that the patient underwent mesh excision and bladder biopsy on (B)(6) 2011 due to pelvic pain and mesh erosion. In addition, the patient underwent bladder biopsies with installation of lidocaine and bicarb on (B)(6) 2011.